Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received a no delivery alarm during bolus. Customer stated that yesterday they experienced high blood glucose readings of 600 mg/dl due to chemo and the insulin pump would not allow a bolus. It was noted that the no delivery alarm was resolved by a complete set change. Customer also mentioned having issues with the site and calibration errors. Customer stated that the calibration error was due to high blood glucose readings of 560 mg/dl. Customer declined any further troubleshooting for the high blood glucose readings and calibration errors. Insulin pump is not being returned for analysis.